Event description:
Mix-up between "night insulin" and "day insulin" [wrong drug administered]([hyperglycaemia]). Case description: this serious spontaneous case from germany was reported by a consumer as "mix-up between "night insulin" and "day insulin" "with an unspecified onset date, "blood glucose values were between 200-300 mg/dl" with an unspecified onset date in (B)(6) 2015, and concerned an (B)(6) male pt who was treated with novopen 4 (insulin delivery device), novopen 4 (insulin delivery device) from an unk date due to "device therapy". The pt's height, weight, and body mass index was not reported. Medical history was not reported and previously the pt was hospitalized due to eyes operation. It was reported that the pt has received two novopen 4 (insulin for the day and insulin for the night) in the hospital (product: unk) and had probably mixed them up. The pt had these novopen 4 to 10 days and can't manage it. On an unk date, the pt was fallen down several times and felt weak. Pt's blood glucose were between 200 - 300 mg/dl last weekend (from the time of reporting) in (B)(6) 2015. The pt was hospitalized on (B)(6) 2015 due to confusion, dizziness, and falls. Action taken to novopen 4 (batch number: unk) was not reported. Overall outcome of the events was not reported.